Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the right ventricular spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal and contributed to the reported clinical observation. Electrical function testing confirmed normal product operation.

Manufacturer narrative:
Following product return and completion of laboratory analysis, a follow-up report will be submitted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported. The patient performed a patient initiated interrogation (pii) pursuant to the physician's requested which showed rv impedance measurements of 1700 ohms. It was noted that pocket manipulation and isometrics could not produce noise; however, impedance measurements were out of range during pocket manipulation and resolved when pocket manipulation was complete. The physician turned off detection enhancements to avoid potential inappropriate shocks and programmed to monitor only until the revision procedure. Subsequently, a revision procedure was performed with the device and lead explanted in the absence of adverse patient effects.

Event description:
Both the device and lead were returned for a post market assessment.